Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. The testing result cleared the german guideline. (B)(4) checked the subject device and found following; the connecting part of the bending section and the insertion tube had been worn out. There was the signs of humidity on the electrical connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the instrument channel of the subject device. -enterobacteriaceae the device had been reprocessed with an olympus automated endoscope reprocessor model etd4 (not available in the USA) and minietd2 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was detected no deviation from the IFU in the user¿s reprocessing procedure. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.